Event description:
User received erroneous hcg results for one pt that did not fit the clinical picture. The sample in a primary tube was analyzed and gave a result of greater than 10000 miu per ml. The sample was rerun on auto-dilution and gave a result of 12160 miu per ml. The sample was retested in 2009 on the same analyzer from the primary tube and gave a result of 4017 miu per ml. Again it was rerun on auto-dilution and the result was 3794 miu per ml. The primary sample tube was then placed on another analyzer and gave a result of 4124 miu per ml. A scan was performed and the obstetrician is confident the pt is not pregnant. The following month, the customer reran samples that had high results on the analyzer and all results were verified. The customer does not believe it was an instrument issue, but an interference in the sample. No info was provided to determine if pt was adversely affected. If additional info is received, appropriate notification will be provided.